Event description:
It was reported, via a healthcare professional, that an EU 4.5x22mm stent 12 mm dw tip (enc452212/ 9924773), and EU 4.5x22mm stent 12 mm dw tip (enc452212/ 9924773) and a prowler select plus 150/5cm (606s255x/ 31705878) were used for an endovascular embolization procedure. It was reported that during procedure, doctor planned to implant two stents to form y-shape for treatment. The first stent was implanted successfully. The second stent was impeded in y connector and could not be pushed into the microcatheter; the stent was found detached from the delivery wire in the y connector. The doctor removed the y connector and removed the stent and then switched a third stent. The third stent was impeded in proximal of the microcatheter and could not advance any more. The doctor tried to retract the stent, but it could not be retracted. Doctor removed the microcatheter and stent from the patient and gave up the other stent implantation and completed the surgery after finishing packing and detaching the coil. There was no patient injury report. The event was reported as such, ¿impeded & premature detachment & impeded in microcatheter-proximal end. It was reported that during procedure, doctor planned to implant two stents to form y-shape for treatment. The first stent was implanted successfully. The second stent was impeded in y connector and could not be pushed into the microcatheter. And the stent was found detached from the delivery wire in the y connector. The doctor removed the y connector and removed the stent and then switched a third stent. The third stent was impeded in proximal of the microcatheter and could not advance any more. The doctor tried to retract the stent, but it could not be retracted. Doctor removed the microcatheter and stent from the patient and gave up the other stent implantation and completed the surgery after finishing packing and detaching the coil. There was no patient injury report. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system? ¿yes.¿ is a push plunge rhv being used? ¿push plunge type.¿ is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter? ¿the doctor tried to retract the stent, the stent could not be retracted. The doctor removed the microcatheter and stent from the patient. The stent was still in the microcatheter.¿ was the replacement stent enterprise1, enterprise2 or is it another brand? ¿the stent implantation was given up.¿ additional event information received on 30-apr-2026 indicted that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. The microcatheter did not kink/bent. There was no excessive force used with the devices.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record evaluation, there is no indication that the event is related to the device manufacturing process. Impeded with no loss of cerebral target position and premature detachment are known potential complications of the enterprise vascular reconstruction device (vrd). Interference or friction between devices is a known occurrence. Removal and exchange of devices is common routine practice in endovascular procedures. If resistance is encountered, the system being inserted should be withdrawn as a unit to prevent injury. In this case it is done without loss of intracranial target position. This is a common practice during procedures and is recommended in product IFU¿s. Since the vast majority of diagnostic and interventional angiographic procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The enterprise vascular reconstruction device (vrd) was found detached from the delivery wire; if the stent was prematurely deployed in the patient (in an unintended site), it may lead to damage of healthy intima, possible side branch occlusion, ischemia, infarct and/or the need for additional intervention. This event occurred outside of the patient, and the device was removed/exchanged without loss of working position. No patient harm was reported. Therefore, this event does not meet us FDA reporting criteria as a serious injury. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.